Event description:
It was reported by the sales rep that during a lap myomectomy, the blade of the 1st device was broken off inside the patient. The broken piece was retrieved from the patient with a forceps via a trocar. There was no bleeding due to the event. Then the blade of the 2nd device was broken off on the mayo stand. No pieces fell into the patient. A bipolar was used to complete the case. There were no adverse consequences to the patient. The 1st device was discarded by the hospital. The 2nd device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.